Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history review completed 07 dec 18 0 non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat end-stage degenerative joint disease and chondromalacia. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a left total revision to treat pain and walking difficulty secondary to loosening of the tibial tray. The tibial tray was loosened and debonded at the cement to implant interface. The femoral and patellar components were retained there was no reported product problem with the explanted tibial insert. The patient received depuy revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019; left knee.